Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and results were in specification.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at a follow-up in-clinic with pericardial effusion. It was confirmed via fluoroscopy that the helix on the right atrial lead was bent and did not completely retract back into the lead after implant. The lead was extracted and replaced. The patient was stable after the procedure.